Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was advised by technical support (cts) to use multiple daily injections (mdi) as a backup therapy.